Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n217545, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported that after a pump replacement surgery, the patient had a follow up appointment in (B)(6) 2015. They attempted to withdraw the saline solution in the pump, but the healthcare provider (hcp) could not get it out. The patient stated that the hcp put the medication into the reservoir with the saline medication; therefore, the dilaudid became diluted. Additionally, the hcp "wasted dilaudid over a 1/4 medication in syringe left over that hcp spat into the garbage." The patient was not sure of the amount. The patient was still in pain, and the hcp did not want to increase the patient's amount. The patient was to follow up with the hcp. The hcp also did not want the patient using oral medications. There was no information reported regarding troubleshooting, interventions, cause of the aspiration difficulty, or resolution of the issue. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare provider was having issues taking out the saline. The patient stated that all of the saline was not aspirated, the healthcare provider did not even get an eighth of the saline out of the pump. The healthcare provider tried to put in as much medication as he could and the rest of the medication was put in the garbage can. Per the patient, 3/4 of dilaudid was put in the garbage can. The patient was in as much pain as he was in before the pump because the medication was diluted. The 2.5 hour drive causes the patient pain. The patient was going back on (B)(6) 2015 and was getting a dose increase/adjustment. The reporter stated he does not think the patient's spasticity was ever bad enough for the pump.